Event description:
Distal radiopaque tip marker on stryker xt 27 microcatheter detached from catheter and was retained in patients intracranial vasculature. Currently the patient has not presented with any issues related to this event. FDA safety report ID # (B)(4).